Event description:
Rash/redness noted at port deaccess. Patient also complaining of increased itching while pump infusing around dressing site. Patient reported she did not have this reaction with old dressings, only new gel-cushion port dressing.